Event description:
Boston scientific crm rec'd and reported the following info: "infection--removal of crtd system and leads."

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found.